Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation abrasion exposing the ring electrode cable lumen at 79.7 cm to 82.6 cm from the connector pin. This could have contributed to the reported unacceptable threshold.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced during routine device change out.